Manufacturer narrative:
Concomitant medical products: cocr fem head 32mm +3.5 offset 12/14 (cat# 142-32-03 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately five years post initial right side tha, this female patient had her right femoral head and liner removed due to osteolysis. The patient received a new g1 32mm lipped xle liner and a 32+7 biolox head. Patient was last known to be in stable condition following the event. As of note: "per sales rep most of the damage to the rim of the poly liner was from removal". X-rays received. The device will be return.

Manufacturer narrative:
H3: the female patient involved was reported fir a revision due to osteolysis approximately 5 years after the index surgery. The prosthesis wear and osteolysis was able to be confirmed from the provided radiograph and explanted device. Based on the available information, the patient involved can be confirmed to meet the following risk criteria for early prosthesis wear/osteolysis combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely cause for the revision reported due to early prosthesis wear and osteolysis is the risk factor including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints). Section h9 (z#s): z-2112 thru 2133-2021.